Event description:
Customer requested info on how to change the infusion rate (using guardrails) from 100 ml/hr to kvo at 10 ml/hr and back without powering the device off. Also, how to program the lvp to display kvo in the rate display area. Customer provided the following example (from an incident report) where this would have been helpful in preventing a pt from receiving too much fluid. Stated that in 2008, a pt was receiving maintenance fluids at 20 ml/hr that had been changed to kvo 2 ml/hr while eating. The next morning, it was noted the pt had rec'd an add'l 250 ml of fluids than was anticipated for a kvo of 2 ml/hr. The customer determined that the device had been programmed to 26 ml/hr the night before instead of the 2 ml/hr or 20 ml/hr as indicated by the pt's activity level. No pt harm reported but medical intervention of diuretic administration was required. No add'l event or pt details available.

Manufacturer narrative:
MFR's report date 12/10/2008. No event logs or devices were returned because the customer declined an investigation of the event. Pt info requested and all available info is included. This report was filed by the MFR.